Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities. Device remains implanted.

Event description:
It was reported that the patient presented with altered mental status and a fever. A computed tomography (CT) scan of the head showed a subacute left parieto-occipital infarct which may have been embolic. The patient had no neurological deficits and the neurological team felt that his altered mental status was more a reflection of the fever than a cerebrovascular accident (cva) given the age of the infarction. The patient was taking aspiring and coumadin for anticoagulation therapy with the goal international normalized ratio (inr) being 2.0 to 2.5. Of note, this patient is on hemodialysis and occasionally gets symptomatic hypotension during dialysis, so his hypertension has been difficult to control and his mean arterial pressures (maps) range from the 80s to 90s.

Manufacturer narrative:
Date of event: (B)(6) 2015. Other relevant history: ischemic cardiomyopathy, chronic renal failure with hemodialysis. Labeled for single use: yes this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.